Event description:
This patient wears scleral contact lenses. She has very good compliance with her prescribed cleaning and storage as well as proper usage of solutions. She was using nutrifill solution and ended up with a bad pseudomonas infection in her left eye.